Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) came into the hospital complaining of dizziness and a heart rate in the 40s. The device was interrogated and found in storage mode with a battery status of end of life (eol) and a monitoring voltage of 2.17 with a charge time of 30 seconds. It was reported that the patient has had the device for approximately 28 months, received a large number of shocks and hadn't had the device checked since the implant. The device was explanted and replaced without incident. The device was returned to guidant for analysis.